Event description:
Pt presented with pain and swelling over right tmj area since device was implanted in 2001. Cannot open > 3mm. Seven prior tmj surgeries including silicone rubber implant temporalis muscle flap, autogenous ribs. Two screws loose in fossa component and large amount of granulation tissue under it. Two screws loose in ramus component and large amount of granulation tissue. Hypertropic bone medial to fossa and condyle.